Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient experiencing presyncope presented in emergency room. It was noted that the competitive atrial pacing may have induced atrial arrhythmia. The device was reprogrammed and the patient would continue to be monitored. No additional information was reported.